Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Small piece of a tampon was stuck inside of my vagina [foreign body in reproductive tract] . Foul smell - vagina [vaginal odour] . Small piece of tampon stuck [device breakage] . Case narrative: consumer reported via email that a small piece of the tampon became stuck inside her vagina. No serious injury was reported.